Event description:
It was reported that the patient experienced redness at the implantable pulse generator site following an ipg revision procedure (see MFR. Report 3006630150-2024-00731). The physician assessed there was no issue; however, as a precaution, antibiotics were prescribed. The redness has since resolved.

Event description:
It was reported that the patient experienced redness at the implantable pulse generator wound site following an ipg revision procedure (see MFR. Report 3006630150-2024-00731). The physician assessed there was no issue; however, as a precaution, antibiotics were prescribed. The redness has since resolved.

Manufacturer narrative:
Correction to the initial MDR in fields; b5, d6, h6 patient code.